Event description:
The event is reported as: the staples did not form properly during use. No patient injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer yet. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.